Event description:
The customer reported that the pbp bag ran dry without an alarm from the prixmaflex control unit. Air had also entered the filter set and the nurse stopped the treatment without returning the blood from the extracorpoteal circuit, resulting in a 290 ml blood loss. The pt received a transfusion of blood products later that same day.

Manufacturer narrative:
The prismaflex control unit was inspected by a tech after the reported event. No malfunction were identified. The data card files from the prismaflex control unit have also been analyzed and the files indicate the pbp bag empty alarm was generated and cleared by the operator. The probable cause for the air entrainment in the filter set most likely occurred during the bag change routine. According to the data card files the prixmaflex control unit operated according to specs.